Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service inquiry that the customer evis exera iii xenon light source reportedly ¿error messages b30 and e216 come up all the time. Input socket probably has a loose contact¿ which was found during an unspecified event. No death, injury or harm was reported to olympus. The referenced light source will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned to olympus and was evaluated. The evaluation did not confirm the b30 and e216 error codes reported by the user facility. However, the evaluation did uncover the following faults: (a) the base of the device was partially worn, and the light guide sleeve was broken on the inside. (B) the xenon lamp had been operated for longer than 500 hours. (C) the base plate and housing were corroded. (D) the device was dusty. Faults (a) through (d) were attributed to wear and tear from repeated/long-term use. A review of the device history record (DHR) found no deviations that could have caused or contributed to the endoscope communication error (b30). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the b30 error code was caused by an irregularity in the communication of the subject device with the endoscope. The exact nature and cause of this irregularity was not established. Olympus will continue to monitor field performance for this device.